Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 20. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and increased sensitivity. No further patient complications were reported.